Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp3283 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "on (B)(6), a bard valved ccip, 3 fr was applied to a patient in the pediatric ward. During the procedure, the catheter was tested and there was venous return and good infusion, the "connector" piece was connected, as instructed by the bard team. After the catheter worked normally, without intercurrences, for 2 days. On (B)(6), around 06:00, the nursing technician noticed that blood was leaking through the connector. It was evaluated by the planting nurses and the connector was loose. It was changed, tested again, the catheter no longer refluxed and when infused, the serum leaked through the connector (proximal portion). Remove the catheter from the patient and the patient will be a surgical center that needs another catheter." Additional information received: no anesthesia was needed to replace the catheter. Patient has cystic fibrosis.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp3283 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "on 02/04, a bard valved ccip, 3 fr was applied to a patient in the pediatric ward. During the procedure, the catheter was tested and there was venous return and good infusion, the "connector" piece was connected, as instructed by the bard team. After the catheter worked normally, without intercurrences, for 2 days. On 02/06, around 06:00, the nursing technician noticed that blood was leaking through the connector. It was evaluated by the planting nurses and the connector was loose. It was changed, tested again, the catheter no longer refluxed and when infused, the serum leaked through the connector (proximal portion). Remove the catheter from the patient and the patient will be a surgical center that needs another catheter." Additional information received: no anesthesia was needed to replace the catheter. Patient has cystic fibrosis.